Event description:
During a procedure, there was a failure to extend and a failure to retract observed on the helix of the right ventricular (rv) lead. A new rv lead was implanted to resolve the event. The patient is stable with no consequences.